Manufacturer narrative:
Received one used. List #mc33315, 5" smallbore bifuse ext set w/2 microclave® clear, 2 clamps, rotating luer. For inspection. As received, one of the microclaves was stuck down. The microclave was disassembled, and spike tip appeared to have insufficient lubricant. The reported complaint of a stickdown can be confirmed on the mc33419. The probable cause is due to insufficient lubricant applied during assembly. A lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The manufacturing and expiration dates are unknown because the lot number is unknown.the device was returned for evaluation; however, testing has not yet been completed.

Event description:
An event involving a 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave¿ clear, purple clamp, rotating luer experienced no flow of infusion. The report stated that the bifuse set had stick down with bonded clave. The event happened during infusion. The date or approximate date the product problem occurred was on 26-jun-2024. The device was changed out/replaced with no further problems encountered. The issue was not detected prior to direct patient use. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, no med/surg intervention required. The involved device is available to be tested. There was patient involvement and no human harm. Update: in clarification to the above documentation, the involved product is a bifuse set with list number mc3315 and unknown lot number. Update: the item is a 5" (13cm) smallbore bifuse ext set w/2 microclave® clear, 2 clamps, rotating luer with list number mc33315 and unknown lot number. Ecmanzanares 15-jul-2024.